Event description:
It was reported that the patient experienced ventricular tachycardia (vt) episodes that were misdiagnosed by the device as supra ventricular tachycardia (svt) and the device withheld therapy delivery due to the wavelet feature criteria. The clinic was provided suggestions on how to collect a new wavelet template and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.